Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no resistance and the stent was broken when pulling back. The cause of the pushwire break and resistance was not determined.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition: the solitaire fr stent, rebar-18 catheter, and react-71 catheter were returned for analysis within a shipping box and a plastic bio-pouch. The rebar-18 catheter and react-71 catheter were returned within dispenser coils. Damage location details: (pli-10) the solitaire fr inner core wire was found broken at ~3.0cm from the stent¿s proximal marker. When compared to the product drawing, the wire broke at the buffer coil weld. The solitaire fr stent was found still attached to the pusher (core wire) and in good condition. The remaining pusher was not returned. (Pli-20) no damages were found with the rebar-18 catheter hub. The rebar-18 catheter body was found kinked at ~27.5cm and ~8.0cm from the catheter distal tip. The rebar-18 catheter distal tip was found to be in good condition. (Pli-30) no damages were found with the react-71 catheter hub. No bends or kinks were found with the react-71 catheter body. The react-71 catheter distal marker/tip was found compressed/flattened. Testing/analysis: the broken solitaire fr pusher was sent out for scanning electron microscopy (sem) failure analysis. According to the sem report, the broken end failed via tensile overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ report could not be confirmed. However, the customer¿s ¿separation¿ report was confirmed as the solitaire fr pusher was found broken. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide catheter damage, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. Possible causes of ¿resistance during retrieval¿ include using an incompatible catheter, catheter damage, and patient vessel tortuosity. The solitaire fr stent push broke due to tensile overload, so it is likely that the pusher separated when it was retrieved against resistance. In this event, it is likely the damage found with the react-71 catheter distal marker/tip (compressed/flattened) and the use of an incompatible catheter contributed to the reported resistance during retrieval. The react-71 catheter has an inner diameter (ID) of 0.071¿. As indicated in the solitaire fr instruction for use (IFU), the solitaire fr device is compatible with balloon guide catheter, 8-9f with a minimum inside diameter of 0.075¿. Vessel tortuosity and a higher number of device passes were unlikely to contribute as the patient's vessel tortuosity was minimal, and there was one pass with the device. Information regarding pre-existing stenosis/calcified plaque, the presence of hard clots/thrombus, or catheter alignment was not reported and could not be ruled out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that when asked about the contraindicating information on resistance, it was stated that "resistance was encountered" means that the resistance was normal. There will definitely be a certain amount of resistance when pulling back the stent while retrieving the thrombus. "No resistance" means that there is no particularly abnormal resistance. Therefore, there is a certain amount of resistance when pulling back the thrombus during the operation. The doctor assesses this resistance to be normal, which is basically similar to the resistance encountered during previous thrombectomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire pushwire separated. The patient was undergoing surgery for treatment of an ischemic stroke of the left vertebral artery. There was one pass with the device. It was noted the patient's vessel tortuosity was minimal. It was reported that the surgeon decided to use a solitairefr to pull out the thrombus. During the stent thrombectomy, the stent was pulled back into the react catheter, and the delivery wire at the distal end broke. Afterwards, the surgeon gently and carefully removed the react catheter and the stent in the catheter from the body, and the patient was not injured. The pushwire was not torqued during the procedure. Resistance was encountered. All broken segments were removed from the patient. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.